Event description:
Plaintiff alleges becoming increasing allergic to latex from her exposure to latex exam gloves. Further alleges that she may no longer work as an ER/emt technician and is now subjected to increased health risks. In addition, alleges that she is subject in the future to one or more anaphylactic reactions and has suffered substantial injury, pain and suffering as well as economic loss.